Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the false downstream occlusion alarms caused by high sensor readings which was a result of an out of specification pressure plate gap. The downstream tubing guide was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed downstream occlusion when no occlusion was present. There was no patient involvement.